Event description:
The customer reported that a monitor sustained damage from a fall. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor sustained damage from a fall. No pt harm was reported. Based on the available info it is being considered that the fall was unexpected. There is no info to support that the monitor fell from a mount, or that there was any product issue that caused the fall of the monitor. It is being considered that the monitor was either dropped by a user, or fell from the bed during transport. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.